Manufacturer narrative:
(B)(4). Investigation: this site was having multiple issues with clumping. The rdf (run data files) analysis found in the heat record, for this issue shows that there were several inlet pressure too low alarms and a centrifuge power could not be enabled alarm. Discussion with the customer revealed they are starting with an ac ratio (15) that may be too low. Especially when adding calcium to the replacement fluid. Conclusion: this problem is likely due to the low ac ratio being used in the procedure.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current policy. We regret that this change has caused this MDR to be filed outside the required time frame. Platelet clumping or fibrin clot in reservoir occluded filter and resulted in air in return line. Medical director refused to provide a patient identifier.